Manufacturer narrative:
Additional information has been received which was not included with the initial report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020. The customer was having trouble regulating their blood glucose levels as their ammonia levels were out of control due to their liver condition. The customer was taken off the pump at the time of admission.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020. The customer was having trouble regulating their blood glucose levels as their ammonia levels were out of control due to their liver condition. The customer was taken off the pump at the time of admission.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was cirrhosis of the liver because of blood glucose issues that led to a blood clot. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 38 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller stated the customer had trouble regulating their blood glucose levels. The insulin pump will not return for the analysis.